Event description:
It was reported that white foreign matter was found in the bd syringe¿ with needle. The following information was provided by the initial reporter, translated from (B)(6): "(B)(6) 2021, when the nurse was dispensing medicine for the patient, she took a 2ml syringe and found a white linear foreign matter in the syringe, which was replaced."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided material number 301940 and lot number 1902137. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, retained samples were obtained for further evaluation by our quality engineer team. Through examination of the retained samples, no signs of defect could be observed. Based on the limited investigation results, an exact cause could not be determined for the reported incident.

Event description:
It was reported that white foreign matter was found in the bd syringe¿ with needle. The following information was provided by the initial reporter, translated from chinese: "2021-10-28, when the nurse was dispensing medicine for the patient, she took a 2ml syringe and found a white linear foreign matter in the syringe, which was replaced."